Event description:
Hospital pharmacist reported that the family member of a pt on the medical floor noticed the tip of the rf-100 floating in the abbott IV administration set tubing. Infusion was mefoxin through a peripheral catheter. The nurse was notified and immediately stopped the infusion. No pt harm occurred. Pharmacist stated that this was the initial usage (first insertion) of the rf-100. The tip of the piggyback connector was retrieved from the tubing, but the IV set, along with the rf-100, was discarded in the sharps container.